Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to the patient experiencing syncope and seizure-like activity. There were two ventricular fibrillation (vf) episodes with successful shocks and conversion of arrhythmia. It was also noted that the auto-fax reports had to be re-sent. There were no out of range measurements observed, and the presenting egm showed the device was operating as programmed. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to the patient experiencing syncope and seizure-like activity. There were two ventricular fibrillation (vf) episodes with successful shocks and conversion of arrhythmia. It was also noted that the auto-fax reports had to be re-sent. There were no out of range measurements observed, and the presenting egm showed the device was operating as programmed. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received reported that the vf and syncopal episodes were attributed to the patient's condition, either ventricular fibrillation (vf) or blocked left artery. Patient medical history included alcohol induced cardiomyopathy, and heart failure with reduced ejection fraction. The patient's troponin levels were mildly elevated. The patient was transferred to a different hospital and started on an amiodarone drip. Echocardiogram revealed recovery of left ventricular ejection fraction (lvef) to 60%. The patient underwent left heart catheterization, and also underwent percutaneous coronary intervention with drug eluting stents. The patient was started on dual antiplatelet therapy (dapt) with acetylsalicylic acid and plavix. The patient denied symptoms including chest pain, palpitations, nausea, abdominal pain, dizziness, shortness of breath, and wheezing. The patient was stable, and eager to be discharged home. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.